Event description:
A mother and her three children were all in a dental operatory at the same time while the oldest child, was having his teeth cleaned. When the dental hygienist was finished cleaning the child's teeth she hit the exit button to position the chair to let the child out, however, she did not realize that the youngest child had crawled up under the chair. The chair went down onto the child's head and face. The child started to scream so the dental hygienist stopped the chair and raised it back up. The mother grabbed the child by the feet and pulled the child out. The child received severe lacerations to the facial area and some bleeding to the back of his head. The child was sent immediately to a hospital.